Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 1627487-2020-22967 and 1627487-2020-24065. Additional information received identified the patient stated he was not receiving effective stimulation therapy from the scs system and stopped using and charging the device approximately two years ago. Consequently, the patient's scs system was removed.